Event description:
The customer reported that their device no longer had any audio prompts. Without audio prompts the device user would not have the ability to use the device on a patient to deliver defibrillation energy. It is unknown if the device is actually powering on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that the device appeared to have been invaded by ants, sand and plant matter. It appeared that the ants brought foreign material in which led to corrosion and debris internally. The corrosion cause a short and the depletion of the internal hlc batteries. The depletion of the hlc batteries led to the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was determined that the device appeared to have been invaded by ants, sand and plant matter. It appeared that the ants brought foreign material in which led to corrosion and debris internally. The corrosion cause a short and the depletion of the internal hlc batteries. The depletion of the hlc batteries led to the reported issue. Physio-control evaluated the device and verified the reported issue. It was observed that the device would not actually power on. It was determined that the device appeared to have been invaded by ants, sand and plant matter. It appeared that the ants brought foreign material in which led to corrosion and debris internally. The corrosion cause a short and the depletion of the internal hlc batteries. The depletion of the hlc batteries led to the reported issue.